Manufacturer narrative:
This balloon was included with the following products: eg38-j10ur_q006rz0032 no malfunction of the endoscope (eg38-j10ur) has been reported. Pentax medical states that the sterilization period for target balloons is two years. Based on the investigation, tests for product function, deterioration of the packaging material, and biological risks were conducted and confirmed that the criteria were met during the following period for each test. Product function: four years and six months. Package integrity: three years and three days. Biological risks: three years and one month. The expiration of the sterilization of this balloon was reported at the time of product installation and was not used for examination. Therefore, it was determined that a hazardous situation does not occur and harm does not occur due to this event. Dhrs were reviewed based on the lot numbers of the balloons, and no deviation or nonconformity was found. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
B3: not known for the exact date, we just know the year the complaint was sent in to manufacturer. Per the initial report, based on balloon sales data collected from pentax medical customer service representative and pentax medical japan, it's reasonable to conclude that the expired balloon came from eg36-j10ur-q006rz0032. When the user facility returned the device due to being defective, the expired balloons remained onsite. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: hra (health hazard evaluation and health risk assessment) was performed. Regarding the reported complaints, endoscopy was performed using a balloon that had exceeded its sterilization expiration date by up to 1.5 months. Based on the results of the tests of product function, deterioration of packaging materials, and biological risk, it was confirmed that there were no problems with product efficacy and safety during the concerned period. In addition, a total of 27 balloons with expired sterilization dates were used for endoscopy, but there were no reports of patient health hazards. Based on the above investigation results, pentax medical re-evaluated whether MDR was necessary and determined that MDR was not necessary. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.